Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (adjust belt/check te pad messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a defective c797 on the distribution node pca. The root cause for the defective c797 component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that it was causing "adjust belt" messages and "check te pad" messages.